Manufacturer narrative:
(H3) pending evaluation.

Event description:
It was reported that this patient's shoulder was revised. Conversion of exactech atsa shoulder to spacer due to infection/subscap failure. Patient was last known to be in stable condition following the event. Product not returning: sent to pathology.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, e, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported was likely the result of infection and rotator cuff failure as reported. A secondary finding of prosthesis wear of the caged glenoid could have been the result of the reported rotator cuff failure. However, infection, rotator cuff failure, and the cause of the prosthesis wear cannot be confirmed and potential contributions of manufacturing or user-related considerations to the event could not be assessed as the devices were not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.